Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned.

Event description:
Patient has knee pain and instability. Doctor says femur appears loose on x-ray. Femoral 25mm extender broken at the threads.